Event description:
It was reported, that upon receipt "the trach had a slight curve". Please reference medwatch report # 2029387-2000-00003 for first event details. They replaced the m3.5neo with a shiley 3.5 ped trach tube. After approximately two (2) weeks following placement, the pt was having desaturations and was taken to or. A device(s) has not been returned to the manufacturing facility for analysis and investigation as of the date on this report.